Manufacturer narrative:
Investigation : the returned unit was functionally tested, and the report of leakage was confirmed. It was noted that air was found to leak from a tear in both sides of the pilot balloon. A review of the complaints hsitory database highligted no other complaints of a similar nature for the possible lot identified. Though there have been complaints of deflation in use on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales over 34,000 products anually. A further review of mfg records confirmed the presence of a cuff inflation checkk carried out on 100% of this product line. Root cause: examination of the pilot balloon revealed a tear of 0.8mm of the print side and a tear of 0.7mm on the reverse side. These tears have resulted from the pilot balloon being pinched or clamped against the body on the one way valve. In light of the product having been in use prior to deflation we can determine the most likey root cause for this incident is clinical error following the use of clamping forceps, or similar, on the pilot balloon. This report has been logged for trending.